Event description:
Sorin group (B)(4) received a report that the pump stopped and displayed an error code during bypass. Hand cranking was used to maintain blood flow until the pump was changed out. Once the pump was changed out the procedure was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump stopped and displayed an error code during bypass. Hand cranking was used to maintain blood flow until the pump was changed out. Once the pump was changed out the procedure was completed without further issues. There was no report of patient injury. A sorin group field service representative went to the facility to evaluate the pump. The field service representative was able to reproduce the event and testing found a problem with the speed potentiometer. The speed potentiometer was replaced and was returned to sorin group (B)(4) for further evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.